Event description:
It was reported that a pump alarmed door not fully latched. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation was able to confirm and reproduce the door not fully latched alarm. It was determined that this alarm was caused by loose link screws. The alarm was resolved during evaluation by adjusting the screws with the door performing as expected. The link screws have been replaced.